Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this pacemaker was explanted to infection and sepsis. The patient underwent a surgical intervention to remove the system. No new system was implanted. No additional adverse patient effects were reported.